Manufacturer narrative:
P-cap / reservoir locks properly into place. Insulin pump received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Insulin pump received was properly tested using a test battery cap. Insulin pump power up properly after battery installation. Insulin pump received with operating currents within spec. Insulin pump passed selftest and displacement test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. Unit received with partially broken retainer ring, pillowing keypad overlay and minor scratches on case. R&d disposition (B)(4). For (B)(4), the retainer had damage due to misuse of the pump. Potential bite marks or tool markings present on the reservoir. The retainer ring had a piece missing, but the weld was still fully intact. The p-cap was still able to be locked in place. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump retainer ring was chipped. Customer stated that the reservoir was able to lock in place. Customer stated that the insulin pump had blank display. Customer stated that the battery cap was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. "Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."